Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have been broken or torn at the bolus (near the end of the feeding tube). In order to duplicate a similar break, more than 7lbs of tensile force was applied to the feeding tubes. It is unclear how these types of forces could be applied to the tube during clinical use.

Event description:
Event description: the feeding tube was placed on (B)(6) 2013. The pt underwent an x-ray examination on (B)(6) 2013. The x-ray images showed the weighted end which had been broken off. The weighted end was removed from the pt using endoscopy.